Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was already detached from the unit. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bends, or elongations). The stent component was inspected under the microscope. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The reported issue documented in the complaint regarding an early deployment of the stent was confirmed due to the detached condition of the stent. The condition noted on the returned device suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920544. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-may-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient with internal carotid artery stenosis underwent a vascular stent placement procedure on (B)(6)2023; during the procedure, the complaint stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 6920544) was deployed prematurely in the concomitant microcatheter (competitor brand). The physician removed the stent and the microcatheter and replaced both devices with competitor brands to complete the procedure. It was reported that the procedure was prolonged by approximately one (1) hour. There was no report of any patient adverse event or complication. On 28-apr-2023, per the cerenovus sales representative, additional information related to the procedure and the reported device issue is not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920544. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Premature stent deployment in microcatheter is a known potential complication associated with the use of the enterprise vascular reconstruction device in the intracranial arteries. There are procedural and/or vessel/lesion characteristics that may have been contributing factors. Of note, the enterprise 2 is intended for use with occlusive devices in the treatment of intracranial aneurysms. The complaint states that the intended procedure was intracranial stent implantation to treat a stenosis. Since premature stent deployment in the microcatheter requires removal of the microcatheter and enterprise system as a unit with subsequent loss of target position in the cerebral vasculature with increased potential for vessel trauma/vasospasm/ischemia, the event is us FDA reportable under 21 cfr 803 with a classification of ¿malfunction.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.